Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation.visual inspection of the returned sensor did not reveal any anomalies. In-house testing of the returned sensor did not reveal any malfunction. A further review of the in vivo raw data revealed optical instability around the time of the complaint, which likely contributed to the observed inaccuracy. This failure mode could not be reproduced during the returned product analysis, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 01 dec 2025. G3. Date received by the manufacturer? 01 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value. (B)(6) 2025 7:11a.m. 65mg/dl 216mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.